Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2018-00337: head, 3025141-2018-00339: stem.

Event description:
A implanted arh slideloc radial head replacement was explanted for unknown reasons.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00337 follow up 1: head.

Event description:
An implanted arh solutions radial head replacement was explanted as the implant was loose in the radial canal post op.